Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. The assignable cause of the event was analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the vitros eciq system was not performing as intended. Following service actions, an acceptable tropi es within-run precision test was obtained indicating service actions resolved the issue. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two different patient samples using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient 1 result: 0.201 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.289 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory and there were no allegations of harm as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).